Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon device interrogation, the egm revealed that oversensing noise was present on right ventricular lead starting (B)(6) 2017. No intervention was performed. Patient was referred to a different physician. On (B)(6) 2017, the patient presented for a lead revision procedure. The lead was capped and replaced. The patient did not experience any complications during and after procedure.